Manufacturer narrative:
The field service engineer (fse) was dispatched to the site (B)(4) 2008, to investigate the event. The fse inspected the instrument and made some adjustments to the alignments but found no clear root cause for the reported event. The fse verified the repairs per established procedures and the results met published performance specs. A definitive root cause could not be determined for this event. This is a single event involving unspecified number of pt samples. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxl 800 access immunoassay system for unspecified number of pts. The customer only provided pt data for one pt. The initial erroneously elevated result were reported outside the lab. The customer re-run the samples on a different instrument and the results were within the normal reference range. There are no reports of any adverse pt consequences or any medical intervention ot prevent or preclude any adverse pt event.